Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445 mg/dl. The customer treated with manual injection. The customer's current blood glucose was 138 mg/dl. The customer reported multiple no delivery errors on the past sets. The customer stated that the motor grinded and did not stop half way through. The product was not returned for analysis.